Event description:
Reporter noted facility had several endophthalmitis cases with post-op phaco patients; different surgery dates, two surgeons. This patient was first phaco case of the day in 2000; had endophthalmitis on the event date. Cultured; no growth. No vitrectomy. Responded well; va 6/6.